Event description:
It was reported that during inspection handpiece does not work at all then was confirmed that handpiece failed to produce the water beam in the nozzle from the start. No case involved.

Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. A visual inspection was performed and showed the piston assembly was in the middle position within the chamfer. No obstruction was observed at the output orifice under a microscope. A functional evaluation was performed and showed there was no flow upon insertion into the water source. The device was manually primed. The supply hose was removed from the pump cartridge and water flowed through the supply hose and then the supply hose was reinserted into the pump cartridge. The device then primed, cut and functioned as designed. There was a relationship between the reported event and the device; however, a root cause could not be determined. Possible causes are a component failure or an internal obstruction. A review of the associated batch manufacturing records confirmed that the device met manufacturing specifications at the point of release. The complaint history review found further instances of the reported event in the past years. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.